Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: the complaint could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had unintentionally retracted during use. The needle mechanism was tested and passed with no issue observed.

Event description:
Patient stated that needle button for v-go applied (B)(6) 2020 accidentally released prior to the completion of the 24-hour period. Patient stated he pushed the button back down and stated he applied a bandage to it to keep the button in place. Patient stated he discarded that v-go, prior to this report. Patient stated the needle button popped up, (B)(6) 2020, that he was unable to push the needle button back in and that he removed it.